Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device dislocation ("during surgery to remove essure doctor was unable to locate devices / multiple radiological tests did not visualize essure/unable to locate essure coils"), device expulsion ("expulsion of essure device") and pregnancy with contraceptive device ("pregnant/pregnancy (no complications)") in a 36-year-old female patient who had essure (batch no. 664660) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included morbid obesity, gravida ii and parity 2. Concurrent conditions included gallstones, penicillin allergy, leg pain, placenta previa, lower abdominal pain, pelvic cyst and ovarian cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) and device expulsion (seriousness criteria medically significant and intervention required), 5 years 9 months after insertion of essure. The patient was treated with surgery (bilateral salpingectomy and supracervical hysterectomy). At the time of the report, the pelvic pain had resolved and the device dislocation, device expulsion, pregnancy with contraceptive device and fatigue outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, device expulsion, fatigue, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 93.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. X-ray - on (B)(6) 2010: results: essure not visualized bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2018: quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), device dislocation ("during surgery to remove essure doctor was unable to locate devices / multiple radiological tests did not visualize essure") and pregnancy with contraceptive device ("pregnant") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). In (B)(6) 2010, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. The patient received essure during the first, second and third trimesters of pregnancy. In 2012, the patient experienced pregnancy with contraceptive device (serious criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (serious criterion medically significant). On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. At the time of the report, the pelvic pain, device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: x-ray result was essure not visualized bilaterally. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and got pregnant, giving birth to a baby boy. Due to the pain, plaintiff underwent a surgery to remove the essure, however, during the surgery, the doctor was unable to locate devices / multiple radiological tests performed did not visualize essure (seen as device dislocation). All events are anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the temporal relationship and the lack of alternative explanation, this event was considered related to essure. Regarding pregnancy and device dislocation, despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non serious event reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, the reported medical events and the reported lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-dec-2016: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain and got pregnant, giving birth to a baby boy. Due to the pain, plaintiff underwent a surgery to remove the essure, however, during the surgery, the doctor was unable to locate devices / multiple radiological tests performed did not visualize essure (seen as device dislocation). All events are anticipated in the reference safety information for essure. During the essure therapy, pelvic pain may occur. Considering the temporal relationship and the lack of alternative explanation, this event was considered related to essure. Regarding pregnancy and device dislocation, despite lack of details regarding confirmation test (such as device position and fallopian tube occlusion after insertion) and events' order of time of occurrence, causality cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non serious event reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.